Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 44 mg/dl at the time of the incident. The customer reported that she had low blood glucose at night and she contacted the doctor. The doctor requested her to change her basal rates to 0.05u/h across the board. The customer was advised that was a big difference in the basal patterns and advised to confirm with the healthcare professional and watch blood glucose level. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.